Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
The account alleges that a patient with hepatocellular carcinoma [hcc] without cirrhosis was admitted for planned transarterial chemoembolization (tace) of the right lobe & medial left lobe determined to be too advanced for surgical resection or transplant. The patient had a large liver-lung shunt preventing radioembolization treatment. The ir physician placed two vials of lc beads containing doxorubicin and administered bland transarterial embolization (tae) with embospheres [embolic] into the right hepatic artery. Post-procedure the patient demonstrated an acute drop in hemoglobin [hgb]. Computed tomography angiography [cta] revealed multiple areas of active bleeding within the liver and the formation of a new hematoma. The ir physician performed a complete embolization of the right hepatic artery using coils and gelfoam to achieve hemostasis. The patient was then transferred to ICU for observation and received blood products and continuous blood lab monitoring. The latter demonstrated hyperkalemia of 5.5 mmol/l, previously normal. Creatinine increased from 0.55mg/dl to 1.23, thought to be multifactorial. Additional workup revealed uric acid of 12.5mg/dl, calcium 6.9mg/dl & phosphorous 7.4mg/dl. Tls was diagnosed & treated with intravenous fluids for dilution, rasburicase for hyperuricemia, furosemide for renal dysfunction & minimal urine output, and insulin for hyperkalemia. Tumor lysis syndrome [tls] was assessed as related to the embosphere embolic treatment administration because the event developed after arterial embolization had been repeatedly performed for hepatocellular carcinoma [hcc].